Event description:
On (B)(6) 2016, patient had lasik eye surgery. Patient had pain in her right eye for three months following the surgery, but the pain is now gone. On (B)(6) 2016, patient went back to the doctor that did the surgery and patient was diagnosed as having post vitreous detachment. Currently, patient is having grey vision and floaters in her right eye. Her left eye is starting to have the same issues.